Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. Additionally, it was noted that only visual analysis was performed and found that all conductors were stretched, all conductors had blood/body fluid (not obstructed), all insulators were pulled apart (overstress), the outer insulation had cosmetic environmental stress cracking and cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the patient experienced pectoral stimulation. A lead insulation problem was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.